Manufacturer narrative:
Associated product information was not provided. It is unknown if a qualified combination of products were used. If additional information becomes available, the file will be reopened and updated. The product investigation could not identify a root cause for the reported complaint. According to the file, the lens remains implanted; therefore, an evaluation of the product cannot be conducted. A review of the device history records indicate that the product met all manufacturing release criteria prior to final release from the manufacturing facility. An email summary from company italy lawyer that was sent was attached to the file. The information provided in that summary suggests potential external factors for the complaint. An excerpt from that email summary indicates that the patient suffered a complex clinical history, independently from lenses. The patient¿s medical report discloses a series of previous pathologies and a series of subsequent events that may have influenced the opacification of the lenses: (I) a corneal transplant at a young age, (ii) a serious car accident resulting in a detachment of the cornea and (iii) the vitrectomy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced opacification of the iol. Post one and half year the patient was verified with pco (posterior capsular opacification). The patient underwent yag (yttrium aluminum garnet) laser procedure. The patient went to doctor, who has implanted the iol to verify the opacification. The same doctor discourage the patient to perform the replacement on the iols because of the risk for the surgery. In an unspecified date on 2016, the patient was met with an road accident leads to retinal detachment. The patient was operated with vitrectomy plus silicone oil injector. From the day of vitrectomy plus silicone, the patient sees 2/10. On (B)(6) 2016 the patient had undergone silicone oil removal. After the silicone oil removal the patient had lack of visual recovery and residual inflammation. The patient was diagnosed with macular edema. The doctor prescribed the steroids, brinzolamide, carteolol hydrochloride 2%. No further information was available. There are two medical device reports associated with this patient. This report is associated with the left eye.